Event description:
Reporter alleged due to high blood glucose device results going to the hosp & kept overnight as well as being given an IV, glucose, and orange juice. Reporter stated did not have the original or hosp glucose results due to the alleged incident occurred 2 years ago. Reporter stated not having the test strip vial was "thrown out" 2 years ago. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.